Manufacturer narrative:
The reported complaint that the autopulse platform (B)(4) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell # 1. The cracked cover and the defective load cell were likely attributed to mishandling such as a drop. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. The observed physical damage was most likely attributed to user mishandling such as a drop. The front enclosure was replaced to address the issue. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell # 1 was defective, and it was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
After the event call, customer reported that the autopulse platform (B)(4) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message when it was replaced with a new lifeband. No patient involvement.